Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2015, ventricular sic up to 277; ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and 2 or more high rate non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to an alarm sounding. A lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt). When the patient moved with both shoulders up during a lead stress test, noise was detected on a sporadic basis. It was noted that the patient liked to do muscle training and playing golf. Per the physician, an x-ray revealed no anomaly. The patient was later seen for a device check and a lead revision was scheduled as there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.